Event description:
It was reported that high out of range pacing impedances on this right ventricular (rv) lead were noted, which initiated the beeping tones. The variable secure sprint quattro secure impedances were noted to have begun nearly 2 years ago and have become more frequently high and out of range over the last year. No noise noted. Technical services (ts) recommended troubleshooting. This rv lead remains in-service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).